Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant 2-microglobulin on a cobas 8000 c 502 module. The sample initially resulted in a 2-microglobulin result of 9.9 mg/l with a data flag. The sample was repeated with decreased sample volume, resulting in a value of 4.3 mg/l. The customer decided to repeat the patient sample since the initial value was outside of the assay measuring range and a higher value was expected. The sample was repeated on 27-aug-2024 with decreased sample volume, resulting in a value of 12.5 mg/l. This value was deemed correct.

Manufacturer narrative:
The serial number of the c 502 analyzer is (B)(6). The field service engineer determined there was broken rinse mechanism tubing. The broken tubing was cut out and the tubing was re-attached to the nozzle. Mechanism checks and photometer checks were performed. Calibration, controls, and precision studies were successful. The investigation is ongoing.